Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The physician placed the double curve was into the patient's vessel with a wire, and a wire cast clot was noticed in the right atrium (ra) prior to performing the transeptal crossing with the versacross connect system. The physician aspirated the clot through the was sheath. There were no patient complications reported and the 31mm closure device was successfully implanted.